Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle went through the catheter while using the bd venflon¿ pro safety IV cannula with instaflash¿. The following information was provided by the initial reporter, translated from (B)(6) to english: it is difficult to pierce the skin with them, and as a result of this defect the material the stylet is made of it delaminates before removing the needle.

Manufacturer narrative:
H.6. Investigation summary: three photos and 111 representative samples (mixed products and batches) were received by our quality team for evaluation. From the first two photos, the team observed one shelf carton of batch 1294605 and one 18g venflon pro safety used sample observed with the needle pierced through the catheter. A blunt needle cannot be seen clearly from the returned photos. The first two photos do not belong to the reported complaint. The third photo shows two shelf carton labels of batch 1294600. Of the 111 representative samples, 49 representative samples were received from batch 1294605 (does not belong to reported complaint), 42 representative samples from batch 1294600, 12 representative samples from batch 8331822 (does not belong to reported complaint), and 8 representative samples from batch 1170859. Samples from batches 8331822 and 1170859 are not produced by bd tuas and will not be discussed in this investigation. The 42 samples from batch 1294600 were subjected to visual inspection and 20 samples were randomly picked to perform penetration testing. All samples passed the acceptance criteria. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance (catheter tip and cannula bevel end position) requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. From the returned photos, a blunt needle cannot be seen clearly from the photos. Blood was observed in the catheter. This indicates a successful penetration. It would not be possible to use the product if the product has needle pierced through the catheter. Therefore, the probable root cause for the needle through the catheter could be due to the user having partially withdrawing the needle from the catheter and reinserting the needle into the catheter, the needle pierced through the catheter and damaged the catheter. The following fields have been updated with additional information: device available for eval?: yes. Returned to manufacturer on: 01-jun-2022.

Event description:
It was reported that the needle went through the catheter while using the bd venflon¿ pro safety IV cannula with instaflash¿. The following information was provided by the initial reporter, translated from polish to english: it is difficult to pierce the skin with them, and as a result of this defect the material the stylet is made of it delaminates before removing the needle.